Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the cannula broke on all ports when the device was applied in the access of the abdominal wall. The incision extended but not more than 1 inch. They've changed the unit to a new one to complete the case. Patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the cannula was disengaged from the trocar. The obturator was received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures replication of the disengaged cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.